Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter was giving inaccurate ECG readings. They tried new batteries and cables, but the issue continued to persist. The device was in use on a patient, however no patient harm was reported. They were provided with an exchange and sent the failed device in for evaluation. The unit was cleaned and evaluated. The reported problem of the device "ECG waveforms are inaccurate, lower than they should be" was duplicated. During investigation it was also discovered that the rear, front and center case needs to be replaced. All malfunctioning parts were replaced. The unit completed 24 hours of extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the transmitter was giving inaccurate ECG readings. They tried new batteries and cables, but the issue continued to persist. The device was in use on a patient, however no patient harm was reported. They were provided with an exchange and sent the failed device in for evaluation. Nihon kohden received the device and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter was giving inaccurate ECG readings.